Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years post implant of this 29 mm mitral bioprosthetic valve, the valve was explanted and replaced with a 27 mm valve of the same model. The reason for the explant was not reported. No additional adverse patient effects were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.